Manufacturer narrative:
Information contained in this record was previously submitted thru (psr) on 21/jan/2016 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a bilateral rupture. This file is for the left side. Patient later reported "experiencing the events of ¿rupture", "MRI which showed an abnormal lymph gland , "developing an instant hot red rash under breasts and a terrible skin condition " "continued deterioration and pain", "volume size of the implants as 400 and not 375" ¿health and mental health deteriorating immediately since the surgery". The device remains implanted.